Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the root cause of the remaining foreign material was likely due to incorrect cleaning during reprocessing. It was confirmed that the nozzle turned brown. As a result of collecting the part and the component analysis, it was identified that it was a mixture of silicone and hydroxide (iron rust). It was estimated that the silicone originated from medical solution or antifoaming agent. Moreover, hydroxide was caused by chemical residue in the distal end or nozzle, etc. Or residual water. Also, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - chapter 3 preparation and inspection of the gif-1200n operation manual. - chapter 5 reprocessing of endoscopes, instruction manual gif-1200n cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had poor air supply. The reported issue occurred during an unknown diagnostic procedure. The procedure was subsequently completed with an unspecified device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that foreign objects were clogging the nozzle due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that there was fluid leakage in the scope connector. Additionally, the dots were smudged and connected on the water detection sticker 1c due to water invasion in the device. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.